Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular lead capture could not be confirmed on the presenting electrogram and the device was not capturing because every third to fourth beat was missed. This was identified with the use of a magnet and without, it was also reported the patient's heart beat was lower and there were ectopic beats. A request for additional information was made but not received. The implantable pulse generator and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implantable pulse generator (ipg) was removed.